Event description:
Pt using cycler for home dialysis. Pts son reported hole in the set lot #3 on pt side of the "f" connection. Potential for peritoneal contamination as pt is on continous cycle peritoneal dialysis. Pt treated with antibiotic therapy to avoid peritonitis. MFR was contacted by pt & requested device be shipped to them.